Manufacturer narrative:
MFR report 3003721894-2016-00049 is associated with argus case (B)(4), super poligrip original (zinc free formula).

Event description:
Bleeding in the back of her throat / bleeding in her throat [hemorrhage from throat], hoarse voice [hoarse voice], laryngitis [laryngitis]. Case description: this case was reported by a consumer and described the occurrence of hemorrhage from throat in a (B)(6) female patient who received double salt dental adhesive cream (super poligrip original (zinc free formula)) cream (batch number unk, expiry date unknown) for dental care. On an unknown date, the patient started super poligrip original (zinc free formula). On an unknown date, an unknown time after starting super poligrip original (zinc free formula), the patient experienced hemorrhage from throat (serious criteria gsk medically significant), hoarse voice and laryngitis. Super poligrip original (zinc free formula) was discontinued (dechallenge was negative). On an unknown date, the outcome of the hemorrhage from throat was recovered/resolved and the outcome of the hoarse voice and laryngitis were not recovered/not resolved. It was unknown if the reporter considered the hemorrhage from throat, hoarse voice and laryngitis to be related to super poligrip original (zinc free formula). Additional details, the adverse event information was received on 16 may 2016. The consumer called reporting symptoms of laryngitis, a hoarse voice, and bleeding in the back of her throat when using the super poligrip original. She started using the product about 2 to 3 months ago on an unspecified date, and discontinued use on (B)(6) 2016. The incident began on an unspecified date, but does co-relate to product use. He noticed the bleeding in her throat has stopped however she still has a hoarse voice and laryngitis symptoms. The consumer age was (B)(6), had no medical history relating to this event, and had not contacted her doctor in regards to this incident.